Event description:
Customer reports via phone; (B)(6) female patient from the emergency department was undergoing a CT pelvis to rule out diverticulitis when she experienced an infiltration. Staff reports optiray 320, 125 ml prefilled syringe loaded into the injector. Injection protocol was 2ml/sec for 120ml volume. IV access was in the left ac, with a bd insight 20ga venous access device. Customer indicates approximately 120ml volume has infiltrated. Patient reports some slight pain, site is swollen, but not redden. Patient has been observed for approximately thirty minutes, and is no longer expressing any pain at the site.

Manufacturer narrative:
Mallinckrodt product monitoring followed up with customer who reported that they were using the injector without any issues. There have been no reported problems. No service was requested. A review of cts shows no similar issue reported on this unit.